Manufacturer narrative:
The device was not returned for evaluation. Therefore, we are unable to determine if any device malfunction could have caused or contributed to the reported symptom. From the omnipod user guide (14421-aw rev d), page 59: avoid infusion site infections always wash your hands and use the aseptic technique to prepare the infusion site before applying a pod. Do not apply a pod to any area of the skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. At least once a day, use the pod¿s viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. Change the pod as instructed by your healthcare provider.

Event description:
The customer reported discomfort while wearing the pod for 3 days; bleeding and bruising at the pod insertion site. She went to the emergency room (ER) and was diagnosed with an abscess. Treatment included draining the abscess and keflex antibiotics.